Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic accessory artery using ruby coils. During the procedure, after advancing a ruby coil approximately half way out of the distal tip of a lantern delivery microcatheter (lantern), the physician wanted to retract the ruby coil for repositioning. While attempting to retract the ruby coil, it unintentionally detached from its pusher assembly. Therefore, the detached coil was flushed out of the lantern and into the target vessel as if using a guidewire. The procedure was completed using two additional ruby coils and the same lantern. It was reported that the coil was not placed exactly where the physician wanted but the procedure was successful and there was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic accessory artery using ruby coils. During the procedure, after advancing a ruby coil approximately half way out of the distal tip of a lantern delivery microcatheter (lantern), the physician wanted to retract the ruby coil for repositioning. While attempting to retract the ruby coil, it unintentionally detached from its pusher assembly. Therefore, the detached coil was flushed out of the lantern and into the target vessel. The procedure was completed using two additional ruby coils and the same lantern. It was reported that the coil was not placed exactly where the physician wanted but the procedure was successful and there was no report of an adverse effect to the patient.